Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix iliac limb to treat an iliac aneurysm. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately two (2) years post initial procedure, stent thrombosis that caused occlusion of the right afx limb of the bifurcated stent graft was identified. A open repair was completed with a non-endologix, bypass graft. Additional information: after further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # 3008011247, which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # 2031527. Please see MFR. Report # 2031527-2021-00248. This event per MFR. Report # 3008011247-2021-00041 is thus no longer reportable.

Manufacturer narrative:
After further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # 3008011247, which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # 2031527. Report # 2031527-2021-00248. This event per MFR. Report # 3008011247-2021-00041 is thus no longer reportable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix iliac limb to treat an iliac aneurysm. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately two (2) years post initial procedure, stent thrombosis that caused occlusion of the right afx limb of the bifurcated stent graft was identified. A open repair was completed with a non-endologix, bypass graft.